Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit wires have been fried. Machine is not turning on and it has a very bad smell. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 01/03/2024 and section h11 should be reported as: the manufacturer received information alleging the dream station 2 advanced auto CPAP unit wires have been fried. Machine is not turning on and it has a very bad smell. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unable to power up the device using the power supply and power cord that were returned with the device. While trying to confirm power, there was strong burning odor detected, therefore, pil tech unplugged device and did not attempt to power on again. During the investigation, pil observed burn marks on the ui panel and on the ui ribbon cable. There was evidence of liquid ingress to the top enclosure. The iso port of the center enclosure appeared to have burn marks and a melting/warping to it. Evidence of liquid ingress was observed on the pca with several areas of corrosion/burning on it. The issue of liquid ingress to the pca has been previously investigated. A dark unknown dust contaminant and burn markings were observed on the inlet/outlet seal of the device. An unknown dust contaminant was observed on the blower box, inside the inlet of the blower box, on the blower, and the blower seal. Evidence of liquid ingress was observed to the blower, blower box, and bottom enclosure. An unknown dust contaminant was observed on the bottom enclosure. Evidence of liquid ingress was observed on the heater plate spring. The device was scrapped. In box d:, device serviced by 3rdp? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.